Event description:
It was reported that balloon rupture occurred. The occluded stenosed target lesion was located in the mildly tortuous and severely calcified right anterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.